Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Unknown anchorage 3.0 locking screw. Device will not be returned.

Event description:
Anchorage 3.0 locking screw and easyclip (B)(4) staple broke while implanted in patient.